Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a pacing issue and the therapy cable was in a knot. After removing the knot in the cable, the pacing issue was resolved. There was no reported patient involvement.